Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly, batteries, and mechanism rails. Multiple unsuccessful attempts were made to download data from the pod. Download was attempted by connecting the device to an external power supply, and download was again attempted after connecting the pcb to an external power supply. Communication could not be established between the pod and master pdm. Within the investigation, a leak test was performed. No leaks or damages were observed within the cannula sub-assembly during this test. Upon inspection of the reservoir, fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. Corrosion was also found on the tube nut and inside the ratchet gear upon further inspection. The o-ring seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking through the inadequate seal and then through the openings in the top of the reservoir would lead to the observed corrosion inside the pod. Fluid leaking out of the intended fluid path is confirmed to have caused improper delivery of insulin. A large crack was observed on the top and bottom housing of the returned device. It could not be conclusively determined when or how this damage occurred or if the crack in the outer housing contributed to the observed corrosion inside the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours.